Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified proximal to mid right coronary artery (rca). After a stent was placed in the lesion, a 3.00mm x12mm nc emerge® balloon catheter was advanced for post dilatation. The balloon was initially inflated for 15 seconds. However, during the second inflation at 15 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.